Event description:
It was reported that a button on the insulin pump was sticking. Customer's blood glucose was 18 mmol/l. It was advised the insulin pump would be replaced for continuation of therapy and agreed upon that the device would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent esc button response, due to flattened button dome switch. The device was received with cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.